Event description:
It was reported that the patient was shocked when the device oversensed noise on the lead. The patient was not symptomatic and no injury occurred. The lead showed low impedance measurements and sensing abnormalities. The lead was explanted and replaced with a medtronic lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.